Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 55 mg/dl. The customer drank soda and bg level increased to 220 mg/dl. The system check with tandem technical support indicated that the pump functioned as expected.